Event description:
Customer reported an alarm and multiple intermittent occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.